Event description:
A patient stated that he could feel a wire close to his incision that was not there before. This was also palpated by an np (nurse practitioner). X-rays were ordered, but there were no previous images to compare them to. The np was concerned that device migration may have occurred or that the patient was manipulating the device. A chest x-rays were received and reviewed. The generator placement was determined to be normal in the upper left chest. Based on the angle of the generator, the feedthrough wires could not be discerned, and pin connection could not be adequately visualized. The lead was partially visible. Strain relief bend/loop and tie downs were not visible in the image due to the scope. It did not appear that there were any portions of the lead behind the generator. There was coiling and visual disturbances near the generator of the pin that made determining the lead continuity at that point impossible. Sharp angles are also seen in the portion of the lead visible. No other apparent gross lead fractures, sharp angles, or other anomalies were observed in the visible portions of the lead. Based on the x-rays received, migration could not be confirmed or denied; however, based on the heavy twisting of the lead near the generator, it appeared that the patient engaged in toying or ¿twiddling¿ the device. It was later reported that a second x-ray was taken a few months after the first one was taken. Generator rotation was confirmed by the physician via x-ray comparison, and the surgeon who evaluated the patient believed this and the lead twisting was most likely due to patient manipulation. This x-ray was not received for review. The surgeon noted that the lead had become disconnected - however, this was later reported to be a mistake on the physician's part, as no high impedance was observed. The physician also reported that the patient was not receiving therapy. The patient had a corrective surgery to reposition the generator and lead due to the lead coiling as a product of generator flipping. This was done to prevent any device issues. Before the surgery, the lead impedance was within normal limits. It was reported that the patient insisted that he did not manipulate the device. It was reported it was possible that due to the patient being heavy and his preference for sleeping on his stomach, the device flipped around as he moved in his sleep. No additional information has been received to date.